Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was damaged and recommended for replacement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the apl valve was not able to maintain pressure in manual ventilation, discovered during preuse checkout. There was no report of patient involvement.